Manufacturer narrative:
The customer called for phone support. No service required. No evaluation completed. If additional information is provided, we will report.

Event description:
It was reported that the 9600emi system displayed a prefail message. Also the system produced no x-rays, battery was disconnected and a pop was heard. There was no report of patient injury.